Event description:
It was reported that a spectrum iq infusion pump failed occlusion test, pressure too high during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. In the last days of customer use, multiple occurrences of "downstream occlusion!" Were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.